Manufacturer narrative:
(B)(4). Batch #u5cx6x. Investigation summary: the analysis found that one pve35a device was returned with no apparent damage and with no reload loaded on the device. The device was tested for functionality in the straight position with a test reload, however, did not achieve and complete its firing sequence. The device was again tested for functionality by manually pressing on the door right above the firing switch actuator. This time, the device achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples met the staple release criteria. The door was removed and an intermittent function of the switch was noted, as the device would only operate when the switch was manually pressed down. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance were identified. No conclusion could be reached as to how the firing switch actuator become damaged. It should be noted that as part of our quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a nephrectomy, surgeon says stapler cut, but did not staple. He was attempting to complete the transaction of the renal artery. The first firing did not go all the way across the vessel, so he used another load to try and complete it. When he did, the stapler apparently cut the tissue, creating bleeding at the renal artery. Surgeon controlled bleeding with a grasper and then fired a new stapler and reload, and successfully remedied the situation. Surgery was delayed an unknown amount of time due to this reported event. There were no patient consequences.